Manufacturer narrative:
The investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient experienced pain due to the size and location of the ipg. Patient underwent surgical intervention on (B)(6) 2019 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight, but was not provided.